Manufacturer narrative:
An event of the device embolizing/migrating and explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that thedevice had embolized into the left atrium. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was implanted in a patient with a 12f amplatzer torqvue 45x45 delivery sheath. The dimensions of the defect was 16mm of the landing zone and device sizing was determined via transesophageal echocardiography (tee) and fluoroscopy by pigtail catheter. It was later reported on (B)(6) 2023, during a post-procedure tee, the device had embolized into the left atrium. There was no partial or complete blockage of blood flow by the embolized device. A decision was made to emergently retrieve the device and the patient underwent surgical procedure to explant the embolized device on (B)(6) 2023. The cause of the embolization was unknown. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.